Event description:
A 3.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of an occluded right coronary artery. It is unknown if the lesion was pre-dilated prior to the stent insertion. The user facility medwatch report states "attempts made by md to pass different stents without success; the vessel occluding. Multiple angioplasties: unsuccessful in reopening vessel. While md withdrawing the stent into the guiding catheter, the guide disengaged from the ostium of the right coronary artery and the stent was sheared from the delivery balloon by the tip of the guide catheter. A snare brought the stent from the left ventricle to the left iliac artery, where it embolized and was left." The stent remains in the pt's arterial vasculature. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter while the catheter was engaged in the coronary artery.